Event description:
It was reported that during a low anterior resection with colonic j pouch to anal anastomosis and loop ileostomy procedure, the device was fired, the blade "fired half way around," and the staples were deployed unformed. There was heavy bleeding (amount could not be quantified) and it is unknown if blood products were given. The surgeon hand-sewed to complete the case. Patient status is unknown at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device partially fire (cut line and staple line equal but not completed)?- yes they both fired partially. How much blood was loss (ml)?- I do not have this information. Did the patient receive a blood transfusion? If yes, how many units were given?-no. What is the current patient status?- I do not have this information. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.